Event description:
It was reported that during preventive maintenance, the compressor went intermittently into standby. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During preventive maintenance, our field service engineer noticed that the compressor was going into standby intermittently. He replaced the standby valve and performed successful functional tests before the compressor unit was returned to service. The exchanged standby valve was returned for investigation. The returned standby valve was installed in a reference compressor. It was confirmed that the standby valve was cycling in and out of stand by mode. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear depending on the compressors run/standby duty cycle. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion in this matter is that the returned standby valve was defective, but the cause of the faulty behavior has not been determined. However, based on prior investigations, the most probable cause of this failure is a leakage in the valve piston resulting in wrong pressure measurement.

Event description:
Manufacturer's ref #: (B)(4).